Event description:
Reporter noted 25g trocar cannula broke off in the eye; piece was retrieved. No patient complication.

Manufacturer narrative:
Received cannula for evaluation and root cause analysis.